Manufacturer narrative:
(B)(4). The sample has been requested. Should additional information become available, a follow up MDR will be sent. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. The reported issue was not confirmed. This complaint for the system error 2240 (air in line) occurred during dwell 2/4 was not confirmed. The root cause of the complaint was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer reported to baxter (B)(4) that a system error 2240 alarm occurred during dwell cycle 2 of 4. There was patient involvement but no patient injury or medical intervention.